Event description:
Dealer advised enduser stated caster is making a noise due to brake is broken. Dealer advised enduser stated battery was not doing well. Dealer could not provide any further information. Protocol questions not applicable.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.